Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep confirmed that the revision took place on (B)(6) 2018. During the revision an 8784 catheter was added and a piece of the existing 8780 catheter was removed as the catheter was extremely coiled/kinked. The rep reported it looked like the patient may be a twiddler. The hospital took possession of the explanted catheter portion and it would not be made available for analysis. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (B)(4) 2018. It was indicated the catheter had been revised (B)(4) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was admitted to the hospital on (B)(6) 2018. The manufacturer representative was asked to go read the pump on (B)(6) 2018, check logs, etc. No environmental, external, or patient factors were reported to have caused this issue. It was unknown what plan would be at the time of the report. The issue was not resolved; the patient was "alive - no injury." There were no further complications reported at this time. Additional information was received from a manufacturer's representative (rep). It was reported that the patient experienced withdrawal. The patient's catheter was found to be coiled in the pump pocket so it wasn¿t delivering medication. No further complications were anticipated/reported.